Event description:
The MFR received info alleging a side stream nebulizer was not nebulizing the medication. The pt reportedly became ill with a chest infection and was admitted to a hospital with a heart defect. The device has not yet been returned to the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.